Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and a new lead was implanted. No patient complications were reported as a result of this event.